Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). After asr hip implant. Litigation alleges patient had pain, discomfort, soreness, swelling, burning, popping, snapping and clicking which negatively affect ability to walk, move and sleep; and elevated chromium and cobalt levels after asr hip implant. Revision surgery identified cloudy metal tinged fluid, metallosis tissue and cyst.depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain.